Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in response to the heat damage which was observed through visual inspection. It was determined that fluid intrusion occurred within the inside of the wireless battery module and in the battery compartment of the rear case. Observation also found the rear case plastic melted in the area of the battery contact pins along the battery terminals on the wireless battery module. The wireless module was replaced.

Event description:
It was reported that a spectrum pump's wireless battery module experienced heat damage. It was also reported there was no patient involvement.